Event description:
The iab was inserted fully and was only at the 5th ics. The iab was too low and there was poor augmentation. The contact stated that the iab was too short for the pt. The iab was not returned to co for evaluation. The iab was used. Event complications: unk -reported 2/5/97. Pt's current status: unk -reported 2/5/97.